Event description:
The customer reported the system would not boot up. No pt injury was reported.

Manufacturer narrative:
The service rep arrived the same day and found the system freezing up during bootup. The debug screen indicated missing files during initial bootup. The rep tried to reload the software but the system would freeze up during software installation. He reflashed the nodes 3 times and finally got the software to load. Tested system for proper operation.